Event description:
It was reported that on (B)(6) 2008, the patient was implanted with a promus stent in the mid right coronary artery. On (B)(6) 2011, the patient was rehospitalized and on (B)(6) 2011 restenosis was observed in the previously deployed promus stent. The restenosis was treated with the deployment of three overlapping non-abbott stents. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction- gender was changed from female to male.

Event description:
Subsequent to the previous medwatch filed, new information received states that the patient was a male, not a female as previously reported and the size of the stent deployed on (B)(6) 2008 was a 2.5x28 mm promus (unknown if otw or rx). No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stent: 2.50 x 20 mm, 2.50 x 24 mm, 2.50 x 20 mm taxus liberte stents (3). There was no reported product deficiency. The reported patient effect of restenosis is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.